Event description:
It was reported via repair work order that the ground pin was missing on the power connector and the power prongs were bent on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.